Manufacturer narrative:
(B)(4).

Event description:
It was reported that an occlusion alarm occurred. Customer reported using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was 200-300 mg/dl at time of alarm.